Event description:
In 2007, needle tip broke off when closing patient's abdomen. Tip retrieved by md. Ethicon monocryl 1 ctx. Route: cutaneous, dates of use:approx two months in 2007, diagnosis or reason: surgical suture material, event abated after use stopped or dose reduced? Yes, event reappeared after reintroduction? No.